Event description:
Device 1 of 3. Reference MFR report #1627487-2012-12457. Reference MFR report #1627487-2012-12458. The patient reported experiencing shocking at the lead site every time he turns on the stimulation and also experienced heating at the ipg site when charging. The patient also reported the charger gets very hot when charging. The patient reported having these issues since the implant date. The patient reported no longer uses the system due to these issues and now wants the system removed. The sjm representative reviewed the charging guidelines with the patient, which resolved the heating at the ipg issue. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.